Event description:
Incident reported as: staples are jammed. No pt injury reported.

Manufacturer narrative:
No sample available for investigation. Eval method: manufacturing processes were reviewed. DHR review showed no issues were found related to the failure mode reported in this complaint. Results:- no changes have been made in the manufacturing processes. Conclusions: - based on the investigation performed to identify a root cause in the manufacturing processes, it is concluded there is no root cause associated with the manufacturing processes, therefore, no corrective actions will be taken at this time. CAPA# (B) (4) was crated for the jamming issue for the device.